Event description:
Patient reports "rupture of the left device, necrosis of ganglions, infection and mild fever", "patient felt a fold on a device", "patient refers discomfort ever since", "after MRI and CT, left device is diagnosed with intra and extracapsular rupture". Device remains implanted.

Manufacturer narrative:
The events of infection and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, necrosis, infection, silicone migration.

Manufacturer narrative:
Device evaluation: visual analysis noted, creases, wear abrasions and voids. The device weight was noted, to be within the specifications. Rupture was not observed, in the device. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported, the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Necrosis: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Infection(late onset): unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasions are observed. Voids are observed.

Event description:
Patient reports "rupture of the left device, necrosis of ganglions, infection and mild fever", "patient felt a fold on a device", "patient refers discomfort ever since", "after MRI and CT, left device is diagnosed with intra and extracapsular rupture". Health professional reported the device has been explanted.